Event description:
It was reported that during the insertion of the li61aor lens into the pt's left eye the haptic bent and became stuck in the pt's iris and was difficult to rotate. The capsule was ruptured during an attempt to remove the iol. A sulcus lens was successfully implanted. The pt also developed corneal edema and is currently in the process of recovering. Please reference MDR# 1119279-2011-00202 for the delivery device.

Manufacturer narrative:
The lens was returned to b&l. Visual inspection found one missing haptic and one bent haptic. Functional testing could not be performed due tot he returned condition of the lens. The cause of the damage cannot be determined. The device history records (DHR) were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Inspection and test records indicate that this lot conformed to specification at the time of release. Based on the info available, the root cause of the event cannot be determined.